Manufacturer narrative:
An x-ray documenting was received to record the complaint.

Event description:
It was reported that the patient came in to the appointment with the piece (itha54) in her hand. Healing abutment was replaced. Tooth location #11.

Manufacturer narrative:
A certain ep healing abutment (itha54) was returned. Visual inspection of the as received product identified that the abutment had fractured horizontally across the threads. The fractured piece was not returned. There was noticeable wear around the collar and the hex. The lot number was not provided/known therefore the DHR could not be reviewed. Document type(s) reviewed: ¿ biomet 3i restorative manual, instrm rev b 10/15 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. The complaint was confirmed through visual inspection of the as received product. A definitive root cause could not be determined.

Event description:
The patient will have to return for an additional appointment to replacement the healing abutment.